Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the receiver displayed "system check pass" on (B)(6) 2015, resulting in a loss of all stored data. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was not provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined.